Manufacturer narrative:
Concomitant medical products: model: ddmc3d4, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent ventricular undersensing was noted on the patients right ventricular (rv) lead. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.